Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04147.

Event description:
As reported by a field clinical specialist, during valve deployment by tao approach, the delivery system balloon burst. No bav was performed prior. The valve was fully expanded when the rupture occurred. The rupture balloon was not possible to be retrieved through the distal tip of the sheath due to balloon burst was too big to get back into the sheath. The initial incision of the aorta was enlarged to get the system and the sheath out together in one action. The delivery system and sheath were pulled back together, where the tip of the sheath was ¿partially split.¿ patient was doing well post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards certitude sheath and no deficiencies were identified. During the manufacturing process, the certitude sheath is visually inspected and tested several times. During manufacturing, the certitude shaft was 100% inspected. During the final inspection, the certitude underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR and lot history did not indicate that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. As reported, ¿the rupture balloon was not possible to be retrieved through the distal tip of the sheath due to balloon burst was too big to get back into the sheath¿. If the balloon is ruptured and retrieved back into the sheath, the enlarged balloon profile can be caught at the sheath tip which requires excessive force to pull the delivery system through the sheath. Additionally, per the additional complaint notes, upon re-entry into the distal end of the sheath, there was no coaxial alignment of the delivery system with the sheath tip. It is likely that the sheath tip is damaged due to excessive pull force applied during retrieval of a mis-aligned burst balloon. Based on available information, it is likely that procedural (retrieval of burst balloon/mis-alignment of devices during retrieval) factors likely contributed to the reported event. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information suggests the event was likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.